Event description:
It was reported that a high drain 105 alarm occurred on a homechoice (hc) after therapy. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The technical service representative reviewed the hc programming. The largest prescribed fill volume was 1500ml and the ultrafiltration for cycle five was 2019ml. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis (capd) until the other hc arrives. The hc was exchanged. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The device was determined to meet functional and electrical performance specification requirements per returned instrument testing/evaluation (rite). An external/internal inspection was performed and passed. A check of the pneumatic system found the pneumatic system working to specifications. A short simulated therapy was performed and passed successfully. The cause was use error, tidal total ultrafiltration removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.